Event description:
The facility reported an infusion pump that overinfused. The event was reported to have occurred during patient use. Though requested, no add'l info was provided regarding the demographics of the pt, the medication involved, or the device programming. No add'l contact info was available.